Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review and a product evaluation are in progress; results will be provided in a follow-up medwatch report. The may 2007 15-month jagwire product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.

Event description:
It was reported in 2007, that during an endoscopic retrograde cholangeopancreatography using a jagwire guidewire (patient age and gender unknown), "the hydrophilic tip coating got detached and was left inside (the) patient's body." The physician removed the coating and successfully completed the procedure with an unknown guidewire. The patient's condition was reported as "fine."